Event description:
The customer reported an elevated troponin I (accutni) result, for one pt, involving access 2 immunoassay system. The elevated result was released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service (fse) service the unit on (B)(4) 2007. The fse completed hardware verification. The fse performed (B)(4) and precision test. All tests passed successfully. The fse noted the customer performed another 10-replicate precision test following instrument verification and acceptable results. The unit conformed to the MFR's specifications. The customer has a standard protocol to retest all pt samples greater than 0.06 ng/ml. Preventive maintenance (pm) was completed on (B)(4) 2007. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to the original MDR 2122870-2007-00169.